Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the lens was inserted into the patient' eye, the lens bag broke, and the lens was removed and new anterior lens inserted. The procedure was completed the same day. Additional information was provided that there was no patient harm.

Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. Both haptics are bent in the gusset area. The optic is cut into two portions, typical of insertion and removal. The optic edge has a small portion of optic lens material missing. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).